Event description:
It was reported that the user performed a factory reset of the ilet after the pump maladapted due to inconsistent meal announcements, including frequent ¿less than¿ entries followed by a ¿usual¿ meal entry that led to an insulin dose causing a transient low. The episode was managed with oral glucose and the user subsequently committed to announcing usual meals to support relearning. Symptoms included hypoglycemia with a nadir of 57 mg/dl. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.